Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (poor coaxial alignment of the delivery system), in addition to patient factors (mild valvular calcification, no aortic root calcification) likely contributed to the malposition (too aortic) of the initial valve, and subsequent pvl and valve embolization into the aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transapical tavr procedure, post deployment of a 26mm sapien xt valve, moderate aortic regurgitation (ar) was noted. A second sapien xt valve was implanted. During the procedure, the sapien xt valve was deployed too aortic and slightly canted in a final 80:20 aortic/ventricular (a/v) position at the non-coronary cusp (ncc) side and in a 90:10 a/v position at the left coronary cusp side (lcc) side. Post valve deployment, moderate paravalvular leak (pvl) was observed. Post dilation with 1ml of additional volume was performed; however, the degree of pvl was unchanged. The decision was made to perform a valve-in-valve procedure and deploy a second sapien xt valve within the first valve. A second valve was prepared with 25.5ml of volume (4.5ml less than nominal volume). As the second valve and delivery system were advanced and about to cross the first valve, the first valve migrated to the aortic side. The second valve was deployed with the prepared volume (25.5ml) and more than mild pvl was observed. Post dilation of the second valve was performed with an additional 1.5ml of volume (total volume of 27ml), resolving the pvl. The initial sapien xt valve was then captured, moved to a location where it would not interfere with the vessel bifurcation of the aortic arch and deployed. The native annulus measured 25.0mm by tee. Mild valvular calcification and no aortic root calcification was reported. It was perceived that the poor coaxial alignment of the delivery system caused the malposition of the initial valve and subsequent pvl.